Event description:
This is what I posted to the (B)(6) forum in regards to the tinnitus that followed the placement of two titanium implants in my lower jaw: despite my "youngish age", late twenties, I'm an edentulous (toothless) male. Long story short: regrettably, I had an eating disorder I recovered from and had to pay the price of losing my teeth because of it. In order to secure the lower denture, I opted for two dental implants in my lower jaw on monday, (B)(6) 2014. Approximately a week following the jarring procedure, which I underwent without sedation, I noticed an almost imperceptible electrical sound being detected by my right ear. Another week after the ringing sounds I have heard from the emulated tinnitus recordings online) almost nonstop, excluding when I hear the furnace, physically close my right ear (the one affected), swallow, or cough, which all muffles the sound. It's tolerable when I'm standing up; slightly less tolerable when I'm sitting down in bed it becomes omnipresent, all encompassing, even when I push my right ear firmly into my pillow, I can still hear (feel?) The vibrations of it. Does this sound like tinnitus to any of the other forum members here? I'm trying to determine whether or not the drilling of my bone cause tinnitus, resulting in internal damage of right ear (I'm not sure why it's only my right ear affected!), or if the implant itself is generating the sound because it's improperly placed. I've had very brief bouts of tinnitus that have lasted between 1-10 seconds, but never had I had a sensation like this before. I'm very sorry for all of your who have had to endure this sound, I never imagined people had ongoing tinnitus that never ceases. I've read up on it and it's a nightmare to fathom. This will definitely be a charitable cause for me to donate to in the future, provided I am able to function somewhat normally in the future. I'v been an idiot for most of my life; I brought the eating disorder on myself, I was incredibly naive and stupid, and now I'm paying price for my stupidity all over again. Addendum: I've also developed a sensitivity to a component within electronic device like laptops, gaming consoles and other electronics. I had immaculate hearing from the ages of birth until I had the implants placed, minus the occasional 1-10 seconds of tinnitus every few weeks (the sound is very different to this ongoing buzzing noise, however, and it can overlap with the new tinnitus/buzzing sound when it does happen every few weeks). I'm extremely, extremely depressed at the prospect of having this hearing damage for the rest of my life. I fell like a failure and, although I'm not really religious, I feel like I'm being punished for the eating disorder. I've had a lot of problems in my life, from bullying to my father abandoning my family, but I want to continue getting stronger and try to better the lives of others. I don't think I have the strength to go on anymore, though. Just been dealt a (profanity) hand and I think a higher power wants me to fail at everything I do.